Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing without duplicating the malfunction. During our evaluation, the customer informed us that they believe the cause of the malfunction was due to the patient cable not being properly connected to the device at the time the device was re-certified and returned to the customer. No trend is associated with reports of this type.

Event description:
Complainant alleged that during biomed testing, the device was unable to detect the attached multi-function cable. Complainant indicated that there was no patient involvement in the reported malfunction.